Event description:
It was reported that this pacemaker had exhibited protrusion that was out from the circle or implanted pocket site. Additional information indicated that normal function was noted, and no intervention was made. No additional adverse patient effects were reported. The pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.